Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the provided information, the expiratory channel printed circuit board (pcb) and the pneumatic back-plane pcb needs to be replaced. There is no further information and no further issues have been reported after this reported event. The device logs were not provided. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any cause. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: #(B)(4).